Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service technician replaced the batteries that did not meet the run time specifications. The fse completed the preventive maintenance (pm) with full calibration, functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use. (B)(6).

Event description:
During a scheduled preventive maintenance (pm), the getinge field service engineer (fse) discovered that the battery failed due to short run time. There was no patient involvement, therefore no adverse event was reported.